Event description:
The customer stated that her meter was reading too high and caused her to have a hypoglycemia reaction. She tested her blood glucose at 191 mg/dl, but was not feeling well. She collapsed and was discovered by her children, who took her to the hosp. The hosp. Tested her blood glucose at 68 mg/dl and gave her a glass of juice. The customer stated that her meter was reading higher than the hospital meter. The meter ans trips are to be returned for evaluation, and replacement products will sent.